Manufacturer narrative:
H3, h6) the product ID: (B)(4), lot number: 603002845, was returned to the manufacturer for analysis and analysis confirmed the reported event. The results of analysis concluded there were electromagnetic (em) interface faults when plugged into the testing station. All light emitting diodes (led) were illuminated including an amber fault led. The ports were not functional and localizer status displayed faulted. The em interface was unable to connect to the emtest. Previously reported codes b01 and d02 are applicable to this returned product analysis as well as newly reported code, c02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) product ID has been updated from 9735521 to 9735824r the system was serviced in the field and the em controller and breakout box were replaced and the system then performed as intended. Codes b01, c13, and d02 are applicable. The em controller, 9735824r, lot: 603004317, was returned to the manufacturer for analysis. After functional testing and a v isual/physical examination, analysis did not confirm the reported event. It was reported that throughout four hours of bench testing no issues were observed and no faults were found. Codes b01, c19, and d14 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that when the break-out-box (bob) on the system was plugged-in, it then gave the error message "localizer faulted." When unplugged and re-plugged, the bob functioned for ~10 seconds before the error message returned.

Event description:
Additional information was received. The type of procedure was a external ventricular drain (evd) placement. There was a 5 minute delay to the procedure. There was no impact on patient outcome. The incident occurred intraoperatively. It was confirmed the software was under "em" procedure. The bob and emitter were unplugged and re-plugged multiple times. The software was restarted. The medtronic representative (rep) transitioned the customer to an optical shunt placement to complete procedure with navigation. The rep confirmed there was no cosmetic damage to the bob and there was a possibility that it could be the system's side emitter instead. The emitter and bob both showed green under equipment screen and the rep didn¿t see physical damage on either. The localizer fault status would change whenever the rep unplugged and re-plugged the bob. Technical services (ts) led the rep through print diagnostic terminal window to diagnose whether system had a non-functional side-emiter, bob, or em controller. Within the diagnostic page it was found that both the bob and side emitter produced "stopped" message, indicating possible em controller replacement. Ts had the rep test the em controller by removing power and adding power which had no affect. It was confirmed the issue was with the em controller. After replacing the em controller, the system was still displaying "localizer faulted". The power and error lights on the break out box were illuminated. Opened em diagnostics and found the bob was listed as "faulted", controller was listed as "connected", and the system fault was listed as "bob rom". The rep reported in the clinical application, the bob was listed as red and "faulted", and the emitter was listed as grey and "off".

Manufacturer narrative:
Additional event information added to b5. Concomitant products added to section d10. Continuation of d10: product ID: 9735521, lot number: unknown; product ID: 9735825, lot number: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.